Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2022. During scope cleaning the end of the cleaning brush broke off inside of the endoscope. The endoscope was sent for repair in order to retrieve the end of the brush. There was no patient involvement with this event.

Manufacturer narrative:
This is a non-sterile device with no expiration date. Device code a0401 captures the reportable event of brush broke off in endoscope.